Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred on the implantable pulse generator (ipg). The ipg displayed invalid date and there were question marks noted in the histogram information. The health professional also indicated that patient had been hospitalized for radiation treatment at the time of the reset. Follow-up investigation revealed that a remote transmission was sent, but patient has not been seen in the clinic. The device remains in use. No patient complications have been reported as a result of this event.